Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced no audio alert and an adverse event. Patient reported she was on a cell phone call while in a car with her husband. Patient's husband noticed that something was wrong with patient and went to get her off the road and collided with another vehicle. Patient does not recall the collision. An ambulance was called. It is not known who called the ambulance. Patient was given a glucagon shot by her husband, but is unsure if it was given before or after the ambulance arrived. Patient was treated with a IV of glucose and transported to the emergency room (ER). At the ER, patient was given a drip IV of glucose. At the time of event, patient was using the continuous glucose monitor (cgm). Patient stated that she thinks this event is related to the cgm not alerting her to a low. Additionally, the patient tested the receiver's alerts and they worked. No further event or patient information is available. At the time of contact, patient is okay. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded data log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. A "try it" manual test was performed and speaker did not sound. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of an intermittent audio output. The root cause was determined to be a defective speaker assembly.